Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media low blood glucose levels. Customer's blood glucose level went as low as 25 mg/dl. Customer treated their low blood glucose with food and milk. Customer advised their sensor glucose and blood glucose had a large differential. Customer advised the sensor was inaccurate for over a 3 month period. Customer was upset and felt they did not receive assistance for their low blood glucose levels.